Manufacturer narrative:
Registration number 3009092818 exemption number e2016011. This report is submitted by cochlear limited on behalf of cochlear americas. This report is filed on september 15, 2016. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site. Subsequently the patient underwent skin revision surgery on (B)(6) 2016 to remove the excess skin and replace abutment. The implanted device remains.